Manufacturer narrative:
The evaluation of the event is ongoing. The date of the event is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it was difficult to pass instruments through biopsy port of gastrointestinal videoscope. The issue occurred during a diagnostic esophagogastroduodenoscopy (egd) procedure. There were no reports of patient harm.